Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in outpatient department (opd) with multiple episodes of unconsciousness and experienced severe bradycardia. A fluoroscopy was performed, and it was noted that the epicardial lead was fractured near connector boot of the pacemaker. The patient was admitted, and temporary pacer was implanted. Lead replacement was discussed.

Manufacturer narrative:
Correction: manufacturing report 2938836-2019-13026, should not have been reported as a medical device report (MDR) as this product is not sold or distributed in us.